Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer slipped on ice and smashed the pump. Additionally, the pump touch screen became unresponsive due to the damage. Customer's blood glucose was 135 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.